Manufacturer narrative:
The maximum cartridge fill amount is 300 units. Do not overfill or ¿top off¿ when filling the cartridge as the additional amount cannot be delivered. This can lead to a cartridge error, which will require a new cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the septum. Subsequently, a cartridge alarm 9 occurred. Reportedly, the customer had overfilled the cartridge with insulin. Customer loaded a new cartridge to address the issue. The customer's blood glucose level ranged from 170 mg/dl to 230 mg/dl.